Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side implant rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on posterior. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, stress marks, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional reported, right side implant rupture. Device has been explanted.